Event description:
The user reported that the unit would power up for a few seconds and then shut down. There was no pt involved. The problem was traced to a shorted diode (cr) in the power supply assembly. No specific cause for the short could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.